Event description:
During a programming visit for a patient implanted with an evoke spinal cord stimulation (scs) system, muscle cramps were observed in patient¿s back. An x-ray confirmed migration of both leads. An impedance check identified disconnected electrodes on one (1) lead. The patient reported experiencing a partial fall, a few days after lead placement. A revision procedure was performed to resolve the reported event. It was noted that the migrated leads were secured with sutures, instead of anchors.

Manufacturer narrative:
A quantity of 2x leads were reported to have migrated during the event. The 2nd lead information is as follows: product description: evoke cap12 percutaneous lead kit - 60cm model # : 102878 catalog#: 3008 serial/lot #: (B)(6) UDI#:(B)(4). Manufacture date: 24oct2024 expiration date: 02oct2026.